Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after the customer dropped the pump, the date, time and insulin gauge had reset. There were no alarms or alerts found in pump history. Contact successfully loaded a new cartridge and updated the time/date. There was no reported impact to blood glucose.